Event description:
It was reported that this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing noise and inappropriate shock. The patient received an inappropriate shock while he was turning on his car, due to muscular noise and low r-wave at that moment. The programming was set at alternative vector at the time of this event and device reprogrammed was completed, device is now set to primary vector. The plan is to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This s-ICD and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing noise and inappropriate shock. The patient received an inappropriate shock while he was turning on his car, due to muscular noise and low r-wave at that moment. Boston scientific technical services provided troubleshooting steps and recommended an in-office evaluation to exclude if this would be system related or patient related. The programming was set at alternative vector at the time of this event and device reprogrammed was completed, device is now set to primary vector. The plan is to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This s-ICD and electrode remains in-service.